Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. A replacement speaker assembly x2/mp2 was ordered and shipped to the customer's site.

Event description:
Hello, can you send me a loudspeaker? Thank you.